Manufacturer narrative:
Covidien reference: (B)(4). The reported issue was confirmed. The device was returned to the service center for evaluation. The top membrane was replaced to resolve the reported issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
A report received from the USA stated an ht70 plus experienced an unresponsive front panel alarm silence reset button. There was no patient involvement reported.